Manufacturer narrative:
Investigation of this complaint by leica biosystems is in progress.

Event description:
Leica biosystems received a complaint regarding sub-optimal processing from three (3) processing protocols using both retorts a and b comprising 264, 150 and 103 cassettes respectively. Preliminary information provided by a leica field support specialist (fss) indicates that during the manual reagent replacement process, a user erroneously affirmed in the instrument software that the default concentration of 100 percent was to be set when the reagent in bottle 5 was actually 80 percent. On (B)(6) 2014, leica biosystems received information from the laboratory indicating tissue samples from six (6) patients were not diagnosable. Further information is being sought as to the number of patients requiring re-biopsy; and the age/date of birth and gender of each patient. Investigation of this complaint by leica biosystems is in progress.